Manufacturer narrative:
An internal biomérieux investigation was performed and a root cause identified. The root cause for the false positive/negative results was that the customer was using fan plus media and the lis had not been updated to accommodate this media. The reason why the lis wasn't updated was due to the fact that the customer letters were sent far in advance of the customer upgrading to fan+ media. With any bottle running on the incorrect algorithm, there is a potential for incorrect results. Bactt/alert 3d firmware release b.50 was launched in june 2016, and will help mitigate this issue by ensuring that the instrument is running on the correct algorithm based on the bottle ID code. Mandatory action required (mar 3115) was issued on 20oct2016 that instructed the subs/distributors to send letters to the existing fan+ customers and also to any customers planning to begin testing with the fan plus media.

Event description:
A customer in (B)(6) notified biomérieux of a wrong algorithm used with the bact/alert® 3d (reference 201159). The customer reports false positive results with fn+ bottles; however, it was determined that the instrument that was processing bottles utilized an incorrect bottle type algorithm ,fa or fn, instead of fan plus. The customer reports that upon re-analysis of the false positive bottles, using the correct algorithm, two(2) negative results were obtained. The customer reports that the initial false positive results were reported to the physician; however, antibiotic therapy was initiated prior to receiving the sample results.